Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage, on (B)(6) 2017, service found that the unit powered on, the display was lit but did not have information.

Manufacturer narrative:
Submit date: 6/19/2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found that after powering the unit on, the backlight was on and the display was blank. The unit was repaired and passed all tests. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage, on (B)(6) 2017, service found that the unit powered on, the display was lit but did not have information.